Manufacturer narrative:
Sensor 3mh00h7tvp8 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Accuracy testing was performed and all results were within specification. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue while using the adc device with their android phone (os 8.10). The customer did not receive low/high glucose alarms and as a result, the customer experienced a loss of consciousness. The customer was given chocolate and juice by a third-party for treatment. The customer was later brought to the hospital and was treated with unspecified IV and glucagon via subcutaneous route by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues were observed. The sensor was activated with a new unused reader and current was applied to the sensor to perform linearity testing. Both low and high glucose alarms were successfully activated. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Per smartphone compatibility information with use of applications, the customer's device (phone) has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched.this serves as a correction report. Section h10 has been updated to include investigation results that were missing in the previous MDR submitted on 07mar23.

Event description:
A customer reported an alarm issue while using the adc device with their android phone (os 8.10). The customer did not receive low/high glucose alarms and as a result, the customer experienced a loss of consciousness. The customer was given chocolate and juice by a third-party for treatment. The customer was later brought to the hospital and was treated with unspecified IV and glucagon via subcutaneous route by a healthcare professional. There was no report of death or permanent injury associated with this event.